Event description:
It is reported that the drill shaft broke while drilling a hole in the acetabulum for a screw to be placed. The drill shaft broke because of hard "schleoptic" bone.

Manufacturer narrative:
Evaluation summary: the probably cause of the drill bit fracture is excessive torque applied to the drill but while drilling through "schlorotic" bone. Evaluation codes: as returned, the drill bit has fractured at approximately 1" from the distal end of the device. The fractured portion was not returned for review. The shaft of the flex drill has separated from the shank of the device. Device history records indicate device manufactured to specification.